Event description:
It was reported that during the implant procedure, the lead was repositioned due to poor sensing. Lead fracture at ring connector was suspected. The lead was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.